Event description:
The manufacturer received information alleging a ventilator's bacteria filters were getting dark and a patient's secretions were black. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.